Event description:
It was reported that this implantable device was suspected to be depleting prematurely and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Review of device data by a boston scientific technical services (ts) consultant confirmed that device longevity was decreasing more quickly than expected. Technical services (ts) recommended device replacement. Additional information was received that the device was explanted and there were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated. Also, a high out of range pacing impedance measurement of getter than 2000ohms was observed on the right ventricular (rv) lead channel.

Event description:
It was reported that this implantable device was suspected to be depleting prematurely and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Review of device data by a boston scientific technical services (ts) consultant confirmed that device longevity was decreasing more quickly than expected. Technical services (ts) recommended device replacement. Additional information was received that the device was explanted and there were no patient complications or adverse effects reported. Also, a high out of range pacing impedance measurement of getter than 2000ohms was observed on the right ventricular (rv) lead channel.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.